Event description:
It was reported that the wake button on the pump was sticking. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.